Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys (B)(6) immunoassay results from two different sample types collected from the same patient. The specific date of testing was not provided. The customer used cobas 8000 analyzer serial number (B)(4). The result with a serum sample was 2.05 coi ((B)(6)). The sample was repeated after a 30 minute centrifugation and the results were 1.75 coi ((B)(6)) and 1.65 coi ((B)(6)). The confirmatory test result was (B)(6) (23%). With a plasma sample the result was 0.30 coi ((B)(6)). Information concerning if any erroneous result was reported outside the laboratory was requested, but it was not provided. The patient was not adversely affected. As no sample was available for further investigation, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.